Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Manufacturer narrative:
Due to character limit in block e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine equipment inspection, the medical staff identified a high temperature alarm on the cardiosave intra-aortic balloon pump (iabp). The customer subsequently reported the issue for repair. No harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, health effect impact codes and investigation conclusions), h11. A getinge field service engineer (fse) after on-site inspection found that the positive pressure was low, which was determined to be a pump component failure. Arrived at the site again to clean the dust inside the equipment, did 30psi pressure calibration of the pump assembly, and the positive and negative pressures return to normal, all self-tests in the maintenance mode pass, the test runs normally, and the equipment can be used normally. The equipment can be used normally.

Event description:
It was reported that during routine inspection the cardiosave intra-aortic balloon pump (iabp) alarmed for system high temperature. Patient not involved and no harm reported.